Manufacturer narrative:
The date of event for this complaint is (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient was treated with two unspecified cephalosporin drug (doses, routes and frequencies were not reported) for treatment. At the time of this report, the patient has recovered from the event. The peritoneal dialysis was ongoing during treatment. No additional information is available.